Manufacturer narrative:
The 990063-020 mapping catheter with lot number 229506301 was returned and analyzed. Visual inspection of the loop segment area showed the loop was kinked and ribbed near electrode 4. The user may have experienced insertion difficulties due to this issue when introducing the mapping catheter into the balloon catheter. Visual inspection of the electrodes showed the electrodes were intact with no apparent issues. All electrodes exist on the loop section and no cosmetic issue or anomalies were identified. Visual inspection of shaft segment area showed the shaft was intact with no apparent issues. No kink or any other damage was observed along with the shaft of the mapping catheter. Visual inspection of the introducer showed the introducer/ loop straightener was removed from the returned mapping catheter. Visual inspection of the lemo connector showed the lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. The mapping catheter was received with the introducer removed and the loop kinked and ribbed. The mapping catheter could not be introduced into the balloon catheter. In conclusion, the mapping cathete r failed the returned product inspection due to the tip/loop kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the balloon catheter, there was an issue with the kinking of the balloon sheath under fluoroscopy. The kinking occurred when the balloon was advanced and inflated while the mapping catheter was in the left inferior pulmonary vein (lipv). Attempts to resolve the issue through deflation and reinflation were unsuccessful. Additionally, the mapping catheter was removed during the process of replacing the balloon catheter and was pulled through the torque mechanism, but attempts to reinsert the mapping catheter were unsuccessful. The balloon catheter and mapping catheter were replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.